Event description:
During a hysteroscopy d&c the surgeon was using the aveta system and the flex blade. While attempting to get a tissue sample/adhesion the blade stopped working and broke into two pieces.